Event description:
It was reported that during an unk procedure, the device functioned properly until the third firing. The clip fell out from the next firing. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4): eval summary: the instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within mfg requirements when tested. We were unable to recreate the event. A batch record review was performed and no anomalies were found during the mfg process.